Event description:
Patient underwent an open reduction internal fixation (orif). Pt presented to emergency with left leg pain. X-ray identified left intramedullary rod fracture just under the more inferior dynamic compression screw.